Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune disorder ('I found out that essure was causing autoimmune diseases') and guillain-barre syndrome ('guillain barre syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), menstruation irregular ("irregular periods"), depression ("depression"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), hypoaesthesia ("numbness"), paraesthesia ("tingling in my hands and feet's"), gait inability ("unable to walk"), asthenia ("I was weak"), autoimmune disorder (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant) and loss of libido ("lack of intimacy") and was found to have weight increased ("weight gain") and blood magnesium decreased ("magnesium low"). The patient was treated with surgery (remove essure my fallopian tubes were removed completely). Essure was removed in 2015. At the time of the report, the abdominal pain, ovarian cyst, weight increased, menstruation irregular, depression, fatigue, allergy to metals, hypoaesthesia, paraesthesia, blood magnesium decreased, gait inability, asthenia, autoimmune disorder, guillain-barre syndrome and loss of libido outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, autoimmune disorder, blood magnesium decreased, depression, fatigue, gait inability, guillain-barre syndrome, hypoaesthesia, loss of libido, menstruation irregular, ovarian cyst, paraesthesia and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, allergy to metals, asthenia, autoimmune disorder, blood magnesium decreased, depression, fatigue, gait inability, guillain-barre syndrome, hypoaesthesia, menstruation irregular, paraesthesia and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), autoimmune disorder ('I found out that essure was causing autoimmune diseases') and guillain-barre syndrome ('guillain barre syndrome') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), menstruation irregular ("irregular periods"), depression ("depression"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), hypoaesthesia ("numbness"), paraesthesia ("tingling in my hands and feet"), gait inability ("unable to walk"), asthenia ("I was weak"), autoimmune disorder (seriousness criterion medically significant), guillain-barre syndrome (seriousness criterion medically significant) and loss of libido ("lack of intimacy") and was found to have weight increased ("weight gain") and blood magnesium decreased ("magnesium low"). The patient was treated with surgery (remove essure my fallopian tubes were removed completely). Essure was removed in 2015. At the time of the report, the abdominal pain, ovarian cyst, weight increased, menstruation irregular, depression, fatigue, allergy to metals, hypoaesthesia, paraesthesia, blood magnesium decreased, gait inability, asthenia, autoimmune disorder, guillain-barre syndrome and loss of libido outcome was unknown. The reporter considered abdominal pain, allergy to metals, asthenia, autoimmune disorder, blood magnesium decreased, depression, fatigue, gait inability, guillain-barre syndrome, hypoaesthesia, loss of libido, menstruation irregular, ovarian cyst, paraesthesia and weight increased to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain, allergy to metals, asthenia, autoimmune disorder, blood magnesium decreased, depression, fatigue, gait inability, guillain-barre syndrome, hypoaesthesia, menstruation irregular, paraesthesia and weight increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.